Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal battery depletion.

Event description:
It was reported that the pulse generator exhibited intermittent loss of ventricular capture. The device was explanted and replaced.